Manufacturer narrative:
Complained device has been received in livanova and the reported condition has been confirmed. Defect appears to be a possible manufacturing problem. The device is manufactured by a livanova supplier. The supplier has been officially informed of the issue and requested to investigate the problem. Traceability of affected connectors has been completed. The residual risk resulted acceptable. Livanova will maintain monitoring of the market.

Event description:
See intial report.

Manufacturer narrative:
Livanova received a report stating that the stopcocks were found occluded or partially occluded when priming the circuit. There is no report of any patient injury. Visual inspection of the connector still in inventory confirmed the issue. Livanova investigation confirmed effected connectors belong to a single supplier lot. The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. Based on livanova investigation, the issue is ascribable to a supplier manufacturing problem. As corrective action, the supplier has enhanced the inspection levels and the frequency of sampling. Livanova has also implemented supplier modifications. No other corrective action is deemed necessary. Livanova will maintain the post market surveillance.

Manufacturer narrative:
The issue was identified prior to patient involvement. Livanova USA manufactures the smarxt tubing and connectors. The incident occurred in (B)(6), united stated of america. The involved device has been requested for return. Initial visual inspection and air compressed test of the returned connectors found them to be partially occluded on the male luer leg of the stopcock body or fully occluded in this same location. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that, during priming, stopcocks were completely blocked or partially occluded. The issue was identified prior to patient involvement.